Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed february 20, 2015.

Event description:
Per the clinic, the patient experienced intermittencies with device use, however the issue could not be resolved. The device was explanted on (B)(6) 2014 and the patient was reimplanted with a new device during the same surgery.